Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set was leaking from reservoirs and infusion set within 9 hours of use. Leakage was from the transfer guard. No further information was available.